Event description:
It was reported that when the patient presented for a routine follow up, device interrogation revealed noise detected as vf. The noise was not reproducible in clinic. Electrical measurements were in normal range. Further evaluation will be done at the next scheduled follow-up. There were no complications for the patient.